Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 35 mg/dl. The customer¿s current blood glucose level was 162 mg/dl. The customer was treated with lunch. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not report any symptoms for low blood glucose level. The drive support cap appears to be normal. The customer reports the insulin pump was over delivering. Displacement test passed. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.